Event description:
Complainant's wife was using heating pad on the couch and left the room, leaving it on and unattended. Complainant smelled burning and noticed flames coming from the couch. No injuries were reported with this incident.

Manufacturer narrative:
This product was examined on march 14, 2007, by visual inspection and product testing. It was determined that the pad was severely bunched/crushed with a hole 5 1/2 inches in diameter where the pad had been bunched. Bunching is abuse of the product and a violation of the instructions and warnings. The pad was also turned on and left unattended which is another violation of the instructions provided. Pad appear to have been pushed in-between the cushions of the couch. The control detected a fault in wire which shut down the pad. Product no longer functions. This incident is direct result of misuse / abuse of the product.